Event description:
Customer reported receiving a reading of 187 mg/dl from freestyle while experiencing symptoms of hypoglycemia. Testing was conducted on the fingertip. At the time of the event, the customer was at their dr's office. A comparison reading of 71 mg/dl was received by the dr with an unknown brand of meter. Paramedics were called and the customer was transported to the hosp where they were treated with an IV then released.